Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer's blood glucose level was 134 mg/dl. The customer disconnected from the tubing and saw insulin dripping from the infusion set tubing. The customer reconnected to the site and insulin delivery was resumed without another alarm. The customer did not change any supplies. The customer declined tandem technical support's offer to troubleshoot.